Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021. Customer also hospitalized due to high blood glucose level on (B)(6) 2021 with blood glucose level was 479 mg/dl and hospitalized due to low blood glucose level on (B)(6) 2021 with blood glucose level was 38 mg/dl. Customer was treated with insulin drip for high blood glucose level and diabetic ketoacidosis. Customer stated they were off the insulin pump due to diabetic ketoacidosis and hospital visit. Troubleshooting was performed. The insulin pump will not be returned for analysis.